Event description:
Pt reported that pt's meter/hcp meter comparison done side by side was 126 mg/dl (ss) versus 187 mg/dl (hcp), respectively (33% difference). No symptoms were reported. Pt did not have supplies to do control test. Lfs rep reviewed qc procedures and discussed meter/lab comparisons with pt. The meter was replaced. There was no allegation of harm.